Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device (s) listed in this report is (are) used for treatment, no diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. A lot number could not be obtained therefore a review of the batch record data could not be performed without a valid lot number. A review of complaint trend for previous 12 months from date of this complaint, was performed and this is the only complaint of this type for the icc code. There is no objective evidence of nonconformity.

Event description:
It was reported that the end-user developed reddening and inflammation underneath the wafer (adhesive gelatin and margin) but not contouring; no lesions. The patient experienced the condition during an unk period prior to complaint receipt. Patient outcome was not reported.